Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the emergency room after experiencing a syncopal episode. Review of the implanted system revealed there was pacing inhibition and potential loss of capture leading to a period of asystole of ten seconds. A low out of range pacing impedance measurement of 100 ohms was also registered on the right ventricular (rv) channel. The physician suspected the rv lead may have been broken thus causing the reported clinical observations. Surgical intervention was performed and the patient&#38112;rv lead was explanted and replaced. No additional adverse patient effects were reported.